Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On an unknown date, the patient presented at hospital with complaints regarding their heart including shortness of breath. Upon further inspection, valve failure was diagnosed. On (B)(6) 2018, the valve was explanted and replaced with another valve. Upon explant, a large tear was observed. Post-operatively, the patient is reported to be recovering. Additional information has been requested.

Manufacturer narrative:
There was also a fold in cusps 1 and 3, creating incomplete coaptation. A loss of collagen fibers and thinning was observed on all three cusps. A focal outflow thrombus was observed at the base of cusp 1. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On an unknown date, the patient presented at hospital with complaints regarding their heart including shortness of breath. Upon further inspection, valve failure was diagnosed. On (B)(6) 2018, the valve was explanted and replaced with an edwards perimount. Upon explant, a large tear was observed. Post-operatively, the patient is reported to be recovering.

Manufacturer narrative:
The valve was explanted following shortness of breath and "valve failure". The tear noted after explant was confirmed. Leaflets 1 and 3 was torn at their base. Focal fibrous pannus ingrowth was present on the inflow surface of leaflet 1. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. The pannus noted on one side of the valve was potentially evidence of interaction with patient anatomy, which would have had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.